Event description:
Device issue: none. Adverse event: respiratory distress, death. Onset of adverse event: during the procedure. It was reported that approximately two months prior to this procedure, the pt attempted to have carotid stenting; however, due to severe lung disease, was unable to lay flat on the gurney. The procedure was started, but stopped prior to any devices entering the anatomy due to a severe coughing attack that resulted in hospital admission and intubation. The pt returned to baseline and returned for a right internal carotid artery stenting procedure, presenting with dyspnea. During the procedure, the pt started coughing, became hypertensive and went into respiratory distress. Treatment included lasix, albuterol and a nitroglycerin drip. Post-procedure, the pt was lethargic and was not following commands, was intubated and a nasal-gastric tube was placed. A stroke was diagnosed and symptoms included left sided paralysis, hemianopia and inattentiveness. The pt continued to decline and 6 days post-procedure, on (B) (6) 2010, the pt died. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). Based on the xact IFU, cva, death and respiratory distress are known potential adverse outcomes associated with carotids stents. In this case, the product was not returned for eval, which may have aided in determination of cause. Also, no anomalies to the catheter reported during delivery system inspection prior to use. Based on the available info and relevant manufacturing records, the incident does not appear to be related to a product deficiency. Although a conclusive cause was not identified, it is possible that pt disease state contributed to the reported events.